Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported the doctor was performing a ent case with the harmonic focus instrument and the active blade broke off into the patient. The broken piece was retrieved visually with graspers and a second device was used to complete the case with no consequence to the patient. The device was discarded.